Event description:
The customer received blood glucose readings of 386-417mg/dl on her contour next link. She retested on another contour next link and received readings of 40, 43, 38, 42, 56mg/dl. She then tested on a non bayer meter and the reading was 160mg/dl. The differences between the readings fall in the "c", "d", "e" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer test strips are expected to be returned for evaluation. New strips were sent.